Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure part of the harmonic handpiece tip broke off whilst in use. No patient consequences reported.